Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report. H6: patient codes. H6: impact codes.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. A 41 joule commanded shock was delivered. Shock impedance measurements were noted to have decreased from 200 ohms to 150 ohms with shock delivery, however, resulted in the device recording a shock lead open message. The root cause of the out of range shock impedance measurements was unknown as no visual anomalies were noted upon review of x-ray. Surgical intervention was undertaken. This lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. A 41 joule commanded shock was delivered. Shock impedance measurements were noted to have decreased from 200 ohms to 150 ohms with shock delivery, however, resulted in the device recording a shock lead open message. The root cause of the out of range shock impedance measurements was unknown as no visual anomalies were noted upon review of x-ray. Surgical intervention was undertaken. This lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.